Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned severed in two segments. Extracting stylet in the distal segment was noted. Moreover, coils were deformed and melted polyurethane insulation. The set screw mark was also noted in the correct location. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Segments of lead resistances measured normal.

Event description:
This supplemental report is being filed as product investigation was received. Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold. The lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold. The lv lead was explanted. No additional adverse patient effects were reported.